Event description:
While wearing the external equipment, the pt reportedly experienced sound quality. The pt was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. A decision was made to explant the device. The pt's device was explanted.